Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using prismaflex m100 sets, an unknown number of patients experienced hypotension (no further details provided). It was reported the physician subsequently decided to proactively prescribe vasopressin for the patients prior to initiating crrt therapy. No further information was provided regarding treatment or medical interventions for the hypotension events. At the time of this report, the patient outcomes were not reported. No additional information is available.